Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no;" however, there was no additional treatment reported. The subject of this report is a (B)(6) woman, race reported as asian, g1p1, with a history of postpartum hemorrhage (pph) that was treated with bakri. She presented for a scheduled cesarean section (c-section) delivery of a singleton at 39.2 weeks and received oxytocin for (7.5) seven- and one-half hours for augmentation of labor. On admission, her height was noted as 59 inches, (B)(6), bmi 42.39, and hemoglobin (hgb) 11.9 g/dl. Her hgb at discharge was noted at 9 g/dl. She received an epidural and spinal anesthesia for labor and delivered a 3920 g infant. The subject was noted to have abnormal postpartum bleeding related to uterine atony after delivery. The crf noted that it was "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, the patient received methergine, txa (1 dose), and misoprostol. The patient's cumulative estimated blood loss at the time of jada insertion represented severe pph, reported at a loss of 2271 ml. Jada was noted to be inserted on (B)(6) 2021, 1.17 hours after placenta delivery and the in-dwelling time of jada was noted as 5.53 hours. The total amount of blood collected in the jada canister was 120 ml. The time from vacuum connection to control of abnormal bleeding with jada was reported as "2-5 minutes" for this event. There was no reoccurrence of bleeding after initial control and jada removal. While jada was in place, this patient received red blood cells (1 unit) and fresh frozen plasma (2 units). She received carboprost and methergine after treatment with jada. She was given pre-op antibiotics for the scheduled c-section and postoperatively she received cefazolin 2 g. The total cumulative blood loss for this event was reported as 2511 ml.

Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, dr. Jones previously noted this information is not available on their medical records. A good faith effort to obtain lot number has been attempted. This ruby site was queried to determine if there was a data entry error regarding the response being checked "no" for the question regarding if jada worked to control this patient's pph, since the crf also stated that time from vacuum connection to control of abnormal bleeding with jada was "2-5 minutes". There has been no response to date regarding this query. All other reported data reported on this crf suggests that jada worked to control this patient's pph. This report will be amended if we receive additional information regarding this event. There is no report or evidence that suggests a device malfunction occurred, other than the answer of "no," as noted above. The jada system appeared to be working as normal with evacuation of blood into the canister. This event will be reported as a MDR as we are unable to determine if there was a data entry error in this event since the reporting site has not responded to our requests for clarification.